Event description:
It was reported that post-paced t-wave oversensing was observed on a real-time egm during follow up at the clinic. The patient was asymptomatic. Programming changes were made.

Manufacturer narrative:
(B)(4).